Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on mar 13, 2020 with catalog number (mcghan 300cc). Visual analysis of the returned device identified: broken shell and others, crease fold and yellow particles on the shell. Leak test and microscopic analysis was performed which identified: broken sharp on the plug strap bond edge, partial delamination on the plug strap disk shell and one opening crease smooth on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior assessed as fold flaw opening. A sharp broken on the plug strap bond edge assessed as an unidentified (tear) opening. Partial delamination on the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.